Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days following implant, the left ventricular (lv) lead dislodged. After revising the lv lead, the physician experienced difficulties with the lv set screw of the cardiac resynchronization therapy defibrillator (crt-d). The physician removed the lv grommet and found a setscrew dislodged. The physician then chose to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.